Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring greater than 125 ohms. The rv lead had a peak at 110 ohms and generally hangs around 90 ohms. Latitude data was reviewed, and boston scientific technical services observed the high out-of-range shock impedance measurement alert. Technical services suggested that the healthcare professional evaluate the lead integrity to ensure appropriate brady and tachy support. Troubleshooting steps and programming options were provided. No adverse patient effects were reported. This rv lead remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring greater than 125 ohms. The rv lead had a peak at 110 ohms and generally hangs around 90 ohms. Latitude data was reviewed, and boston scientific technical services observed the high out-of-range shock impedance measurement alert. Technical services suggested that the healthcare professional evaluate the lead integrity to ensure appropriate brady and tachy support. Troubleshooting steps and programming options were provided. No adverse patient effects were reported. This rv lead remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring greater than 125 ohms. The rv lead had a peak at 110 ohms and generally hangs around 90 ohms. Latitude data was reviewed, and boston scientific technical services observed the high out-of-range shock impedance measurement alert. Technical services suggested that the healthcare professional evaluate the lead integrity to ensure appropriate brady and tachy support. Troubleshooting steps and programming options were provided. No adverse patient effects were reported. This rv lead remains in-service. Additional information was provided, it was reported that the patient was seen for a follow-up visit and performed provocation tests with no issues. Further troubleshooting was performed, the patient received a 1.1 joule shock, and the impedance measurement was in range. Therefore, a 40 joule shock was given, and the impedance measurement was at 69 ohms. The physician had decided to monitor the patient with no lead revision. No additional adverse patient effects were reported. The rv lead remains in-service.